Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to recover and not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 were not on the bus. The field service engineer (fse) inspected the drawers and noticed no lights on the boards. The fse replaced the pyxis module control board, and the lights came on briefly before the station failed to power on. Drawers were left disconnected, and further testing was not possible. Later, the fse replaced both the pyxis bus module control board and the drawer control board for drawer. The customer verified the drawer functionality, and all drawers worked without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to recover and not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date & imdrf annex g grid. A supplemental MDR was submitted to reflect the correct device manufacture date & imdrf annex g grid.